Manufacturer narrative:
The reported event was confirmed as cause unknown. Visual evaluation found a tear on the package. The exact time of how and when problem occurred could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use was found adequate and states the following: "storage method and expiration date storage - store in a dry, cool place away from heat, moisture, and direct sunlight." Correction: MFR site.

Event description:
It was reported that there was breakage on the package. Reportedly, the breakage may have occurred when the user opened the box with a cutter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was breakage on the package. Reportedly, the breakage may have occurred when the user opened the box with a cutter.